Event description:
It was reported that the patient presented remotely via merlin.net. A review of the transmission revealed that the pacemaker exhibited far r over-sensing, leading to inappropriate automatic mode switches. No intervention was performed. The patient's condition was unknown.